Event description:
It was reported to bioprotect ltd on (B)(6) 2024 that the bioprotect balloon implant system was implanted during procedure performed on (B)(6) 2024. Reportedly, the procedure was done under sedation and standard local anaesthesia block. The patient had anastomosis of rectum from previous treatment for colon and rectal cancer. After procedure completion, a digital rectal exam (dre) was performed, and the physician felt a small tear in the rectal wall. The tear was likely caused by the balloon's inflation on previously treated rectal tissue. The patient was refer to a specialist who removed the balloon, repaired the rectal tear, and performed a diverted colostomy surgery. The patient's radiation treatment was delayed due to this event.